Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection and functional test were performed in which confirmed the customer problem. The contact of the bolus connector was bent. The bolus connector was repaired to fix the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device "shows bolus device removed, although connected, during bolus administration." There was patient involvement, but no patient harm/adverse event reported. The patient only administered boluses to himself, which was not possible because the device did not recognize the bolus generator upon first use.